Manufacturer narrative:
11/16/2022 - customer reported capsules that were not shipped, one fo them was retained, frm-0089a capsule indicent questionnaire was sent to the customer. 12/2/2022 - customer reported that the retained capsule was retrieved on 12/1/2022 and filled out the frm-0089 which indicated a pre-existing condition. 12/6/2022 - after following up with the customer they notified us that they had to remove the retained capsule with a colonoscopy.

Event description:
11/16/2022 - customer reported capsules that were not shipped, one fo them was retained, frm-0089a capsule indecent questionnaire was sent to the customer. 12/2/2022 - customer reported that the retained capsule was retrieved on 12/1/2022 and filled out the frm-0089 which indicated a pre-existing condition. 12/6/2022 - after following up with the customer they notified us that they had to remove the retained capsule with a colonoscopy.